Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted on (B)(6) 2016 to report that the receiver lost stored data on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected.&#1288;e receiver log was reviewed and errors were observed. The customer's complaint was confirmed during log review. A root cause could not be determined.